Event description:
It was reported the hub of this introducer sheath detached outside the pt during access for a declot procedure. Another introducer system was used successfully and there were no pt complications involved. The hub of the outer sheath of this device was received, evaluated and retained by this manufacturer. The sheath was not received for evaluation. The engineering evaluation indicated the sheath separated just inside the distal end of the hub. The point of separation appeared to be a smooth fracture. It was noted that the sheath was molded into the hub portion of the device. This device exhibited characteristics consistent with contact with a sharp source, a smooth fracture site. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.